Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis event was unknown. On the same day of onset, the patient was hospitalized for the peritonitis. The patient was received unspecified antibiotic treatment (dose, route, duration and frequency not reported) for peritonitis. At the time of this report, the patient was still in the hospital, and has not recovered from the peritonitis event. Physioneal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.